Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choking [choking], coughing [cough], toothbrush had broken, the head section had broken off with another small metal part [device breakage]. Case description: consumer e-mailed stating that while his son was brushing his teeth, his toothbrush broke and the head section had broken off with another small metal part. No serious injury was reported.